Event description:
The report indicated that the customer was experiencing "pain at the insertion site" on the third day of wearing the pod. The device was removed and, upon inspection, he noticed that the "needle did not retract back into the pod and stayed in the cannula". His bg levels while wearing this pod were high (greater than 250mg/dl). The pod will be returned for eval.

Manufacturer narrative:
The customer stated that the needle did not retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.